Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29mm sapien 3 case by transfemoral approach in aortic position, during the procedure, the valve alignment was difficult in the descending aorta-aortic arch during fine adjust. When deploying the valve, it moved on the commander delivery system balloon and remained in the aorta but the balloon jumped into the left ventricle when it was fully inflated. The valve was inflated asymmetrically because the balloon moved towards the left ventricle and only the inflow part was inflated. The pusher was well removed to the second mark of the triple marker. The balloon did not burst but the valve was not fully deployed, and it was not possible to remove the valve from the balloon. There was no problem deflating the balloon. It was managed to move the delivery system with the valve to the abdominal aorta. The delivery system was retrieved with difficulty as the balloon could not be pulled back from the valve into the delivery system. A post dilatation was carried out with the edwards balloon to anchor the valve in the abdominal aorta. A second 29mm sapien 3 valve was prepared and implanted with perfect result and without consequences for the patient. The patient was fine post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The following sections of this report have been corrected: h6 device code (from 2616 to 1395). The complaint for ''valve deployment and position - thv embolized into aorta'' was unable to be confirmed due to unavailable of medical record and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''when deploying the valve, it moved on the commander delivery systems balloon and remained in the aorta but the balloon jumped into the left ventricle when it was fully inflated. The valve was inflated asymmetrically because the balloon moved towards the left ventricle and only the inflow part was inflated. The pusher was well removed to the second mark of the triple marker. The balloon did not burst but the valve was not fully deployed and it was not possible to remove the valve from the balloon. No problem deflating the balloon. It was managed to move the commander delivery system with valve to the abdominal aorta and then the commander was retrieved with a lot of difficulty because the balloon could not be pulled back from the valve into the commander. After that, a post dilatation was carried out with the edwards balloon to anchor the valve in the abdominal aorta.'' In this case, valve alignment difficulty was experienced, so the valve was potentially improper aligned on the inflation balloon, leading to the thv movement on balloon toward aorta, and resulting in embolization into aorta. As such, available information suggests that procedural factors (improper valve alignment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.